Event description:
Reportable based on device analysis completed on (B)(6) 2024 . It was reported that the catheter was bent. The target lesion was located in the coronary artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the catheter was bent and there was a risk of fracture, so the procedure could not be performed. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the collar weld plate was separated, and the collar was partially detached.

Manufacturer narrative:
E1 -(B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual inspection found that the collar weld plate was separated. The separated ends appeared jagged and twisted indicating a kink was present prior to separation and force was applied to the device. Additionally, the collar was partially detached. Microscopic inspection revealed no further damage or irregularity. No other issues were identified during the product analysis.